Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6), male, underwent an atrial flutter (afl) procedure with an ep-shuttle rf generator system ¿ 100w and suffered a second degree burn which required dressing regime. Fluctuation of the radio frequency power was detected during tc and ds ablation tests. The reading ranged was from 10 ¿ 70w with set up at 100w at 65 degrees celsius. The nis board was found defective. Resistors modification was performed on both the nis and mdv boards. The device was also subjected to preventative maintenance, safety and functional testing. All tests passed. The device failure did not contribute to the second degree burn. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: non biosense webster - boston scientific 8mm blazer ablation catheter. Non biosense webster - covidien valley lab non-rem polyhesive patient return electrode ref e7506, lot 52100394x (use by 2017-08). (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial flutter (afl) procedure with an ep-shuttle rf generator system - 100w and suffered a second degree burn which required dressing regime. The patient's medical history was unknown. During the procedure, a patient received a second degree burn under the patient return electrode (placed on his lower back). The electrode should have been removed prior to the patient leaving the laboratory. However, the burn was discovered 12 hours after post procedure when the grounding plate was removed by the ward staff. The burn was the full dimension of the electrode. Upon opening the package for the grounding pad, the conductive gel was present on the indifferent electrode and the indifferent electrode was moist. The patient contact area and the indifferent electrode were properly prepared per the indifferent electrode instructions for use. The entire surface of the grounding pad was in complete contact with the patients back. There were no air pockets present between the skin and the indifferent electrode. The indifferent electrode was approximately 140 cm2. Only one back plate was used in this procedure. No high impedances were noted during the procedure. There was no out of the ordinary pain reported by the patient during the procedure. It was unsure if the patient was under general anesthesia. The junior ep technician was supported by st. Jude medical staff applying radiofrequency ground plate to patient. The physicians presumed that the burn was related to the catheter ablation return patch. There was no error code on the generator during procedure. The patient required staying in the hospital for one extra day due to the burn. No surgical intervention needed for this event. Only dressing regime implemented. The patient visited the general practitioner (gp) for ointment and dressing. The patient has returned to normal routine.